Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9. H3, h6: part: 03.010.523. Lot: l052029. Manufacturing site: bettlach. Release to warehouse date: october 6, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo investigation: the following investigation is based on the image(s) provided. The image(s) was reviewed, and the complaint condition could be confirmed as the tip of the driving cap can be seen broken off inside the insertion handle. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings pie-1565883 has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie. Sustaining engineering ticket has also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Visual inspection: the driving cap/threaded (part # 03.010.523, lot # l052029) was received at us customer quality (cq). The threaded distal tip broken off at the most proximal thread form. The broken off fragment was returned lodged in insert-handle radioluc fem recon nail (part # 03.033.001, lot # l705287). The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: drawing: driving cap. Dimensional tolerances. Specified dimension: groove ø . Shaft ø . Measured dimension: groove ø = conforming. Shaft ø = conforming. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed connector for insertion handle: current and manufactured. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the driving cap/threaded (part # 03.010.523, lot # l052029). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history review: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 while inserting femoral recon nail (frn) nail the driving cap was being with mallet and dislodged from insertion handle, fell on the floor. After the set was sent to cssd it was noted that the impactor had actually snapped off inside the jig. Hospital contacted me to inform and arrange a replacement. Procedure was completed successfully without any delay and no patient consequences. Concomitant devices reported: unknown nail (part# unknown; lot# unknown; quantity: 1), unknown mallet (part# unknown; lot# unknown; quantity: 1). This report is for one (1) driving cap/threaded. This is report 2 of 2 for complaint (B)(4).